Event description:
The event involved the implantation of radioactive iodine - 125 seeds in a patient, but using the planned distribution of seeds specified for the previous patient case of (B)(6) 2011. Seventy-nine seeds of 0.406 mci each were implanted which was in accordance with the correct plan. The error was the incorrect distribution of seeds in the patient's prostate. The error was discovered a the end of the implanting process. The radiation oncologist then ordered a CT scan and MRI scan to use for an immediate dose assessment of the prostate. The result was that the dose to 90% of the prostate was 90% if 145 gy. The prescription stated that the dose to 90% of the prostate should be greater than 90% of 145 gy. The dose to the urethra was about mid-range of their last 20 cases. The customer stated a sequence of several events conspired to place the previous patient's plan in the printer que. Thus the first plan which printed out was the previous patient's plan. The patient name on the printout has never been specifically checked as part of their routine process. Customer now will check the patient name on plans against the patient to be treated.

Manufacturer narrative:
The cause of this event was a user error as reported by the customer.